Manufacturer narrative:
(B)(4).

Event description:
It was reported that "rubbing" of the silicone cover over the electrode occurred. A lead revision occurred. At implant, implantable neurostimulator (ins) testing before and after indicated no anomaly.